Event description:
Complaiant alleged that during biomed testing the device's video display remained blank on power-up. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.